Event description:
It was reported that premature deployment occurred. Vascular access was gained via contralateral approach. The target lesion was located in the iliac artery. A 7 x 40 x 130 innova vascular was selected for use. During the procedure, the stent deployed after two clicks. A 7x60 innova was placed to complete the procedure. There were no patient complications.